Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where r/l (right/left) and u/d (up/down) knobs have scratches, switch box has a scratch, grip has a scratch, air/water cylinder has discoloration, suction cylinder has discoloration, forceps channel port has a scratch, flexibility adjustment ring has a scratch, plug unit has a scratch, scope connection case unit has a scratch, scope connection cover unit has a scratch, due to a scratch on c-cover, insulation resistance value at distal end does not meet the standard value, distal end cap cover has a dent, objective lens has a scratch, connecting tube has a scratch, universal cord has coating peeling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Growth of microorganisms were not confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the subject device was contaminated. The issue was observed during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details were requested regarding the reported event; however, no further information was provided.